Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was found to be in sleep mode. In this mode the device is still powered on but the display is turned off when taking measurements. The unit was determined to be functioning as designed. Per the operator's manual, " this mode will blank out the instrument display with the exception of the battery level indicator and the alarm silenced indicator and disable the alarms even after a power cycle. However, any single key press will bring the display back for 10 seconds."

Event description:
It was reported that the unit turned on for only a moment then shuts down immediately. It is unknown if the ac power leds was illuminated when the ac power was applied. No known impact or consequence to patient.